Event description:
Physician reported left side implant rupture and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure crease, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side implant rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side implant rupture diagnosed by ultrasound and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a3a, a3b, a4, d1, d2a, d2b, d4, e1, h3, h4, h6.